Event description:
On a certain occasion in 2001 patient was seen by ent at hearing aid dispenser's office. This visit was part of a 4 week series of follow-up visits to remove blockage from left ear. Blockage was diagnosed by ent as ear wax. When blockage was removed, ent discovered it was not ear wax, but the soft-flex tip from a hearing aid.